Event description:
The suspect device result was 573 mg/dl. The user went to the hosp to get checked. The hosp checked their glucose and the level was 92 mg/dl. They did not treat the pt glucose and the level was 92 mg/dl. They did not treat the pt. Controls were in range. The device ws replaced and requested to be returned for evaluation. The test strips in use had expired.